Event description:
In 2008, patient underwent angioplasty of the left lower extremity with failed stenting of the left popliteal and left sfa arteries. The stent failed to deploy in the left popliteal and left superficial femoral arteries and could not be retrieved through the artery or skin without significant chance of hemorrhage. A vascular surgeon was consulted and patient underwent surgical removal of the stent and repair of left femoral artery on same day. Patient discharged home 2 days later.